Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that while working at a utilities jobsite, the user crawled into a manhole and the ilet device screen was accidentally cracked, rendering the screen unusable and causing trouble using the device; the user reverted to backup therapy and the device will be returned. Symptoms included no injury. Outcomes included interruption of therapy and device replacement. Investigation included device return for evaluation and user support. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event resulted from unintended mechanical damage during use and was not related to a device malfunction.